Event description:
Customer reports discrepant results with meter compared to lab. Date: (B)(6) 2010; inratio: 1.8; lab: 3.7. Date: (B)(6) 10; inratio: 2.0; lab: 3.4.

Manufacturer narrative:
Investigation pending.